Event description:
It was reported that the device reached elective replacement indicator (eri) in approximately one and half years due to multiple appropriate shocks; left ventricular (lv) amplitude programmed to a high output, secondary to elevated lv thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.